Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that, during inspection for use prior to an unspecified procedure, their bronchofibervideoscope produced an image that had artifacts and lines across it. There was no patient involvement.